Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and indications that pump was connected to power. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try various button presses, use a known working charger, and wait for pump startup, but issue persisted, so customer planned to use multiple daily injections as backup therapy while technical support arranged shipment of replacement pump and provided instructions for putting pump into storage mode, returning malfunctioning pump, and setting up and connecting replacement pump.